Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure (event) observed during analysis. Final analysis found that partial lead was returned in two pieces. The outer insulation was breached and one filar of the outer coil was fractured as a result of clavicular crush. Electrical testing g found shorting in the proximal segment of the lead due to clavicular crush damage.